Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Device was evaluated by an independent repair center.

Event description:
Per provider, unit has a malfunctioning display.